Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility and found the device touchscreen did not work. The probable cause was due to the defective touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not work. No additional information was provided.